Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose level was 108 mg/dl. Multiple follow up attempts were made to obtain additional information; however, a response was not received.